Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. The insulin pump had scratched display window.

Event description:
The customer's mother reported via phone call that the insulin pump was exposed to moisture. The customer's blood glucose was 79 mg/dl at the time of incident. The customer's mother stated that there was fluid under the lcd display. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.